Manufacturer narrative:
The 12mm, 2.5mm diameter locking screw (1405-1012) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with. There was no report of any patient injury or plan for revision during the initial report. After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00004, on 05/07/2016, a retrospective review of complaints identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The device was not returned to the manufacturer as it remains implanted, with no plan for revision, which was again confirmed by the sales representative on 05/09/2016. The product identification necessary to review the manufacturing history was not provided. The root cause of the screw backing out of the plate is most likely a result of the screw not being fully seated during original implantation. The analysis is based on feedback collected from the surgeon at the time the event was reported. Further investigation is in process. The company will supplement this MDR as necessary and appropriate. Product remains implanted.

Event description:
It was reported by a sales representative on 04/15/2016 that a screw that his surgeon had placed during an mtp procedure on an unknown original surgery date was backing out of the plate. There was no report of any patient injury or plan for revision during the initial report. After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00004, on 05/07/2016, a retrospective review of complaints identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The sales representative was contacted on 05/09/2016 and confirmed that there was no revision planned for the patient.